Manufacturer narrative:
(B)(4). As the lot number of the defective product was reported, the device history review of the complained lot could be completed. Incoming inspection and final inspection records of raw material/semi-finished material were reviewed. Lots were checked by qc inspection and were released without any defect observed. Final inspection record of complained lot was reviewed. Lot was checked by final qc inspection and was released without any defect observed. The memobag was 100% inspected several times during production. In case of a broken bag, such bag should be immediately detected and scrapped. There were reported totally 3 complaints connected with product 332802 in the reviewed time frame. This is the 3rd complaint from 3 complaints reported for broken bag. There were reported totally 35 complaints connected with memobag products in the reviewed time frame. This is 20th complaint from 20 complaints reported for broken bag. 19 previous complaints were not evaluated as manufacturing related complaints. The root cause of these complaints was determined as improper method of use or unknown root cause because missing information from the user and not returned sample for examination. IFU prescribes: large tissue specimens may need to be cut into smaller pieces for removal with the memobag at the base of the trocar withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. Note: if the contents of the memobag are too large to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. Care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that the procedure for memobag removal is not fulfilled, the complained defect (broken bag) can be caused. The customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed and no production issues were revealed. The defective sample is not available for examination therefore the reported defect cannot be confirmed. The root cause of this complaint cannot be clearly determined because of lack of information in production are deemed necessary to introduce. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device or sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during a laparoscopic cholecystectomy the 200ml memobag was used to retrieve the gallbladder, bag with the specimen, was pulled out through an 11-12mm defect without a ton of tension applied to remove the specimen the bag ripped before fully coming out of the defect. An applied bag was used to re-retrieve the specimen. There was no patient consequence.